Manufacturer narrative:
The technician found the left siderail latch bolt missing. The technician replaced the bolt to repair the stretcher.

Event description:
Information received indicates the siderail is not latching.